Manufacturer narrative:
(B)(4).

Event description:
It was reported, the expected residual volume (erv) was 4.6ml, and the actual residual volume (arv) was 2ml. It was stated, the last two or three times the patient had problems after the refill. It was noted 10 minutes after the refill procedure, the patient showed overdose symptoms of nausea, vomiting, miosis, and tiredness. It was noted, the catheter and reservoir were emptied the day of report. It was noted they then refilled the reservoir and programmed a bolus to refill the catheter. It was noted they saw liquid through the catheter access port needle. It was noted, the reservoir was refilled once again and they programmed a bolus for the tube and catheter system. It was noted that in the last 4 refills the discrepancy between the ¿expected and effective reservoir volume¿ occurred within the first 20 minutes after the refill. It was noted that after 6 weeks, the patient came for a refill and the discrepancy was still 2ml less than expected. It was noted, the medication was changed on the day of report to morphine from bupivacaine, fentanyl, and methadone. It was noted a rotor/roller study and x-ray were performed, and the logs were checked. The patient status was noted as alive with no injury. Additional information reported the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient came for the first refill on (B)(6), 2014 with the new medication (only morphine 15mg/ml). After the refill, the patient had no overinfusion symptoms and went at home the same day. The dosage was reduced once more.